Event description:
It was reported that stent damage post deployment occurred. The mildly tortuous stenosed target lesion was located in the mid and distal of right coronary artery (rca). After the physician delivered a 190 cm filterwire ez to the distal rca, a 4.00x48mm synergy ii drug-eluting stent was deployed to the mid and distal of rca. Following stent deployment and post dilatation, the physician delivered retrieve sheath to pull back the filter wire but the sheath was unable to reach the filter. As the physician pulled back the wire, the deployed stent became deformed and the filter wire become stuck in the stent. Then, a 7fr guidezilla guide extension catheter was advanced to remove the filterwire but was unsuccessful. Finally, the patient was sent to surgery. Surgery was performed to remove the stent and the filterwire. Coronary artery bypass graft surgery was also completed. Post surgery, the patient was in stable condition. It was further reported that the target lesion has 85% stenosis and was not calcified.

Manufacturer narrative:
Device is a combination product. Updated b5: describe event or problem.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage post deployment occurred. The mildly tortuous stenosed target lesion was located in the mid and distal of right coronary artery (rca). After the physician delivered a 190 cm filterwire ez to the distal rca, a 4.00x48mm synergy ii drug-eluting stent was deployed to the mid and distal of rca. Following stent deployment and post dilatation, the physician delivered retrieve sheath to pull back the filter wire but the sheath was unable to reach the filter. As the physician pulled back the wire, the deployed stent became deformed and the filter wire become stuck in the stent. Then, a 7fr guidezilla guide extension catheter was advanced to remove the filterwire but was unsuccessful. Finally, the patient was sent to surgery. Surgery was performed to remove the stent and the filterwire. Coronary artery bypass graft surgery was also completed. Post surgery, the patient was in stable condition.